Event description:
A 3.0mm diameter by 18mm length s7 stent delivery system was inserted to treat a calcified lesion in the left anterior descending coronary artery. The stent was successfully tracked to the target lesion and then was prepped. During the negative prep of the device, air was noted in the inflation device. Several attempts were made to prep the device using negative pressure however, a leak was still noted. The stent delivery system was pulled back for removal. During the removal of the stent delivery system, the stent was pulled into the guide catheter while it was still engaged in the coronary artery. A second s7 stent system was then inserted into the coronary artery. As the stent was tracked to the lesion, it was discovered that the first stent was located in the artery. The s7 stent delivery system was used to successfully remove the dislodged stent from the pt. The s7 stent delivery system was then re-inserted and implanted at the target lesion. The pt was reported to be fine post procedure and there is no additional clinical sequelae reported related to the event. The instructions for removal of an undeployed stent were not followed, when the deivce was prepped after the event insertion into the patient and when the stent delivery system was pulled into the guide catheter while still engaged in the coronary artery. The several attempts to prep the device by pulling negative may have contributed to the stent becoming loose on the delivery balloon and retraction into the guide catheter likely caused the stent dislodgement.